Event description:
It was reported 18 bd connecta¿ stopcocks had their caps detach during use. The following information was provided by the initial reporter: "plug has fallen off during use".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1306139. Medical device expiration date: 31 oct 2024. Device manufacture date: 23 nov 2021. Medical device lot #: 1239991. Medical device expiration date: 31 jul 2024. Device manufacture date: 20 sep 2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 18 bd connecta¿ stopcocks had their caps detach during use. The following information was provided by the initial reporter: "plug has fallen off during use."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-may-2022. H.6. Investigation: our quality engineer inspected the 7 samples submitted for evaluation. The reported issue of separation other component - no leak was not confirmed upon inspection and testing of the samples. The samples were found to have no abnormalities or defects during their review. Bd determined that the cause of the failure was associated to misuse of the product. A device history record review showed no non-conformances associated with this issue during the production of the batches.